Event description:
It was reported by the patient that he had a type of fungus infection located on or near the tear duct and between the bridge of his nose. He stated that it had started out very large (nickel size). The patient stated that he goes for eye exams every 4 months. Reportedly, the patient¿s doctor was concerned and referred him to a plastic surgeon. The plastic surgeon indicated he had a tear duct infection and wanted to perform surgery. The patient did not want to have surgery performed. The patient stated that he has been on 2 antibiotics over the last few months: doxycycline, 100 mg/twice a day; taken for two months and sulfa methoxazole ¿ one tablet/twice per day (patient did not have the dosage). The patient is currently taking sulfa methoxazole. The patient stated that since he¿s been on the antibiotics, the swelling has reduced significantly in size, but when he presses on his tear gland (corner of his eye) there is still some pus being released. The patient wasn't sure when the infection started and estimated that it began approximately one year ago ((B)(6) 2013). He said that the drugs he has been taking has greatly improved the infection to the point where it appears ''miniscule''. The patient¿s doctor did not think there was a causal effect between the shunt and infection whereby the source is unknown. The patient called to report his experience whereby it was indicated that the infection source was unknown.

Manufacturer narrative:
The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. There were no process and / or material changes within the production order number. There were no nonconformances with respect to the sterilization process. There were no complaint related environmental monitoring related nonconformances within the timeframe that the production order was manufactured. There were no associated nonconformity material reports. There were no associated nonconformity reports or deviations. Based on the manufacturing record review the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Event date. The patient did not know when the infection began; best estimate approximately one year ago ((B)(6) 2013). Explant date: not applicable; shunt remains implanted at the time of the report. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.